Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted (B)(6) 2013; 5076-45 lead, implanted (B)(6) 2013.

Event description:
It was reported that the patient's left ventricular (lv) lead was capped and replaced for phrenic nerve stimulation. Programming the patient's lv pacing outputs to a level that eliminated the nerve stimulation resulted in no capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.